Event description:
It was reported that this right ventricular (rv) lead was part of the pain and burning sensation issue. Reportedly, the patient felt that the cellphones may have caused the issue and was then referred to the health care professional (hcp) to review patient's data. All available information indicated that the right ventricular (rv) lead remains in service. There were no additional adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.